Event description:
It was reported the patient had a sudden onset of sinus tachycardia and it was questioned why the device detected the supraventricular tachycardia as ventricular tachycardia and treated it with anti-tachycardia pacing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.